Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device upgrade. A pre-procedure device interrogation revealed several episodes of inappropriate automatic mode switch recorded on store electrocardiograms. It was apparent that the right atrial lead exhibited over-sensing due to noise with arm movement. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.